Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Data storage message: "invalid data received from pacemaker. Graph/data cannot be displayed." Shown when trying to display egm within the programmer. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) displayed a message of "invalid data received from pacemaker, graph/data cannot be displayed." It appeared that there were stored episodes with egms on the device, although they could not look at any of them. The device remains in use. No patient complications have been reported as a result of this event.